Event description:
It was reported that the patient had inappropriate shocks due to a fast atrial fibrillation. The rate was approximately 240bpm, so it fell in the shock zone which is rate-only. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.